Manufacturer narrative:
Retainer ring clear. Unit passed displacement and self tests. No unexpected pump error 15 alarms during testing. However, the critical block and inverse critical block did not add to zero, is found in the formatted history file due to a software error. Unit p-cap / test reservoir lock in place properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump showed insulin pump error. Customer was able to clear the alarm and complete insulin pump rewind. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.